Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during a spaceoar vue placement procedure, the physician paused the injection and the kit clogged. The patient was under mac anesthesia. There were no patient complications as a result of this event.